Event description:
It was reported that the patient had an inappropriate shock and some non-sustained events due to oversensing. The physician decided to explant and replace this subcutaneous implantable cardioverter defibrillator system and replace it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was arrived in two pieces. The returned pieces were thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. There was a large curve (bend) in the lead body approximately 35mm from the terminal pin. Resistance tests were completed on the returned portions to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock and some non-sustained events due to oversensing. The physician decided to explant and replace this subcutaneous implantable cardioverter defibrillator system and replace it with a transvenous system. There were no additional adverse patient effects.